Event description:
As reported to coloplast though not verified, pt was implanted with mpathy minitape. Later the pt experienced continued incontinence, buttock pain, urinary tract infections, frequency, urgency, incomplete emptying, nocturia, leakage, weak stream, straining to urinate and rectocele. An additional sling placement with subsequent repairs were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.